Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the system would intermittently not x-ray. There was no pt injury or death reported.